Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Healthcare professional - unknown. Occupation - unknown. The actual sample was received for evaluation. The catheter was received connected to a syringe. When the plunger was pressed with "as-received" condition, leakage was observed from the connection part between the catheter and the catheter hub. When closely observed the leakage occurrence portion under microscope, a scratch was confirmed in the catheter located in the catheter hub, which was presumed to have been created by being contacted by the inner needle. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The concerned product is continuously produced by fully automated process, wherein the inner needle and the catheter is assembled in once motion. Therefore, if a tip of inner needle contacts to a catheter, an inner needle will be found with protruded from the catheter, which trigger our inspection machine to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the past six months were traced back and reviewed, wherein no defective product, such as damaged catheter or scratch in catheter, has been detected. IFU states: "do not attempt to re-insert a partially or completely withdrawn needle." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the user punctured a blood vessel of the patient and tried to inject the drug solution with the reported product. However, he/she found leakage from the connection part between the hub and the catheter. There was no patient injury/medical or surgical intervention required. The product was changed to a new one. No health hazard was reported.